Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump alarmed for call services 069. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was verified in the black box and duplicate in the evaluation. Review of black box data found language file corruption related call service alarm. Using the returned caps, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. The same language file corruption related call service alarm was duplicated when light pressure was applied to the u39 flash chip on the circuit board. The remaining testing was not completed. The investigation determined that a malfunction of the u39 discrete component on the printed circuit board is the cause of the reported call service alarm issue.